Manufacturer narrative:
This report is being submitted to report additional information. Customer provided additional details about the event.

Event description:
Dense bone tap was used, but the implant would not seat completely into osteotomy. The implant would not go further and would not come out. As result, I damaged the internal hex. I had to use a handpiece to cut around the implant to remove. The site was grafted with puros cortical and an ossix(+) membrane and primary closure. Tooth 19.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, and some damage around the external threads likely due to the removal process. The implant's internal drive feature was damaged. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer error - incorrect techniques used during placement. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
Customer reported surgical site was prepared for a 6.0mmx11.5mm, type I bone from furcal bone. Osteotomy was tapped. Implant would not seat completely. In the attempt to remove, the internal hex striped.